Manufacturer narrative:
No patient was present at the time of the alleged malfunction.the suspect device lot number and manufacture date is dependent on the return of device to manufacturer.no parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The device lot number and manufacture date are provided. The adjustment screw is not stripped as reported, but the retainer ring on the tip of the screw is stretched, likely from overtightening, allowing some play in the movement of the clamp face. Also, the clamp face is slightly bent to one side.

Event description:
A medtronic representative reported an open spine clamp that had a stripped screw and cannot be tightened. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.